Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results when testing with coagucheck xs meter serial number: (B)(4). At an unknown time on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of > 8.0 inr. Within 10 minutes of the first meter test, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. For the repeat test, a sample from a different finger was collected. The patient used a different vial of test strips with the same lot number for each test. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a weekly testing frequency.

Manufacturer narrative:
The meter and test strips were provided for investigation. The returned meter and strips were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.1 inr; qc 2: 5.2 inr; qc 3: 5.1 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.